Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to the procedure, when the device was held by forceps, the thread disengaged from the needle. Another device was used to complete the case. There was no patient involvement.